Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called in to report that the meter broke. During the call, the customer reported he was experiencing high blood glucose of 500 mg/dl. Customer declined troubleshooting for high blood glucose and stated that he felt it was due to the infusion set being in a bad spot and he had changed it.